Event description:
It was reported that the patient claimed back pain. After taking some graphics has been found out that the rod and the connector has been broken. First surgery was performed on (B)(6) 2014. Date of event: about 2 months before the revision date. Date of explant - (B)(6) 2016. The surgeons' opinion is that a fatigue fracture occurred for the rod but for the connector he has no idea about the reason of fracture.

Manufacturer narrative:
Method: device evaluation, device history review, complaint history review, risk assessment; result: the device was fractured such that one end of the connector was completely separated from the main shaft. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the most likely cause of the reported event is the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that the patient claimed back pain .after taking some graphics has been found out that the rod and the connector has been broken. First surgery was performed on (B)(6) 2014. Date of event: about 2 months before the revision date. Date of explant - (B)(6) 2016. The surgeons' opinion is that a fatigue fracture occurred for the rod but for the connector he has no idea about the reason of fracture.